Event description:
Pt admitted to medical center in 2002 with an 8 day history of abdominal pain and was a transfer from another hospital. Admission assessment included: 1. Acute abdomen with leukocytosis and acidosis. CT was reviewed which shows portal venous air versus air in the biliary tree. 2. Metabolic acidosis. The pt's arterial blood gases showed ph to be 7.30 with a bicarbonate of 8.9 and a pc02 of 18.5. 3. Complicated insulin-dependent diabetes mellitus. 4. Gastroparesis. 5. Autonomic neuropathy. 6. Malnutrition. Plan. 1. Admit the pt to intensive care unit. 2. Hospital will place an introducer and central venous line in order to fluid resuscitate the pt. 3. Start IV antibiotics. 4. Consult for infectious disease. 5. Start imipenam. 6. Check lab including cbc, comprehensive metabolic profile, magnesuim phosphorus, arterial blood glucose, and type and cross for two units as well as a prealbumin. 7. The pt was taken to the operating room for an explortatory laparotomy and possible feeding tube placement as the pt appears to be fairly ill and malnourished and is likely not to take p.o. Well postoperatively. 8. Also, given this pt's history, physical examination, laboratory and radiologic exams it was felt that at this point the most likely source for the pt's symptoms could be from a necrotic gallbladder. Therefore cholcystectomy will, in that case, be performed during surgery. Indications for procedure: the pt is a brittle diabetic who presented with an 8-day history of increasingly severe abdominal pain, as well as nausea and vomting and leukocytosis. The pt was hospitalized and was transferred here since this afternoon where the pt was found to be acidotic and with a white blood cell count over 60,000 and acute abdomen. The pt was taken to the operating room for exploration. Findings: upon opening the abodmen, the pt had a large amount of bilious fluid throughout the abdomen. There are extensive adhesions and bile staining of omentum. There was a loop of small bowel that was lying just inferior to the leads from the pt's gastric pacemaker that gave the impression that these leads may have been responsible for a closed-loop small bowel obstruction which has subsequently infarcted and perforated. There were approximately nine inches of small bowel which was perforated and approximately twice this length which was infarcted. The pt became coagulopathic and the small bowel was rejected, and the pt's abdomen was packed and temporarily closed with towels.